Event description:
The wife of a male pt contacted lifecor customer support to report that the battery packs are not charging. She stated that the charging light is active on the charger when the battery pack is inserted, but when the battery pack is placed in the monitor it does not display "much charge." Support sent the pt a replacement battery charger and battery packs.

Manufacturer narrative:
Device manufacture date: battery charger - 2006. Battery pack - 2007. Battery pack - 2008. Device eval summary: device evaluations of battery charger, battery packs have been completed. Battery pack would not work because there was an unknown substance inside the battery pack. One of the cells was corroded. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unk substance. Many "battery runtime expired" flags were seen on the download from this pt. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The other battery pack and battery charger were fully functional. They were retested and restocked. No adverse event occurred due to the defective battery pack. The pt received a replacement battery charger and battery packs.